Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call stated that the customer got replace battery now alarm. Customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was assisted for replace battery now alarm and customer stated that he did not get a low battery alert prior to the replace battery now alarm in alarm history. Customer states the battery was not previously used. Customer states the pump was not dropped. Customer advised that unattended alarms will drain the battery. Customer states there were not unattended alarms. Customer states the battery cap is not loose, cracked or damaged. This is the second occurrence of replace battery now without a low battery warning has happened 20-30 times, 2-3 times a days. Customer advised to replace the pump. The customer was advised that the pump will be returned for analysis.

Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit was received with operational currents within specification and passed self-test and displacement test. Insulin pump trace download analysis confirmed the insulin pump alarmed power loss alarm and replace battery alert. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power loss alarm and replace battery alert due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. No unexpected replace battery now alarms were found at the insulin pump history files. Unit was received with cracked case on the back at the battery tube area. Unit was received with minor scratched display window, case and keypad overlay.